Event description:
It was reported that the device had error code issues. No patient injury was reported.

Event description:
It was reported that the device had error code issues. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information b5: received on 05-aug-2021: there was no patient involvement with any of the pumps. The issues occurred during testing.

Event description:
It was reported that the device had error code issues. No patient injury was reported.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error 1660. No adverse effects were reported.